Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri which was activated on (B)(6) 2021. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Device was explanted and replaced due to eos. No adverse patient events were reported. Should additional information be received, this file will be updated.